Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance plus blood collection tubes, patient blood leaked out of a cracked blood collection tube. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. Therefor 100 retained samples were visually inspected showing no instances of damaged or broken tubes. Additionally, functional tests were conducted on 10 retained samples and revealed no leaking. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken/leaking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance plus blood collection tubes, patient blood leaked out of a cracked blood collection tube. There was no health impact or consequence reported.